Manufacturer narrative:
Device evaluation of battery charger/modem sn: (B)(4) has been completed. The reported problem (charger unable to charge a battery pack) has been confirmed. Upon investigation the battery charger/modem will not charge a battery pack. There was liquid contamination on the battery board and the d2 diode on the bedside pca board was internally shorted. The cause for the failure was isolated to the contamination and the shorted component. The root cause for the contamination was ingress of an unknown liquid. The root cause of the shorted diode was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery was unable to charge a battery pack.